Manufacturer narrative:
This device is used for therapeutic purposes. Product # 1898001, ipc console: lot #1898001, sn (B)(4), mfg date: sept 2010. Product #3334800, drill visao 80k handpiece: lot #67429500, sn (B)(4), mfg date april 2010. (B)(4) method: the device was not returned and therefore, no evaluation could be performed.

Manufacturer narrative:
Device available for evaluation: (B)(4) 2013. The returned devices were reviewed by quality engineer. It was reported that activation of a bipolar would cause the visao to unintentionally activate. No fault was found with the returned devices. Based on the reported information, evaluation results, and information in the IFU, the ¿most likely¿ cause of the reported event is considered to be electromagnetic interference/radiation from the bipolar device causing activation of the visao. The customer requested for the devices to be returned unrepaired; therefore, no further analysis was conducted.

Manufacturer narrative:
Device available for evaluation: for product #1898001 ipc console, correcting the serial # is (B)(4), and lot # 69825100.

Event description:
It was reported a doctor was using a very old non-medtronic bipolar device. A medtronic ipc, footswitch and visao drill were plugged in close by. When the doctor would activate the bipolar, the visao drill would run. The ipc, footswitch, and visao drill were not in any way connected to the bipolar. The ipc was moved to across the room and plugged into a different outlet and the doctor could still activate the visao. The cords were not overlapping and the devices were not even close. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.